Event description:
Customer reproted device = 361 mg/dl. Family member gave customer 30 units of insulin. Customer went to bed. Family member could not wake up customer and called the paramedics. Paramedics' device did not register a result when testing customer so family member was taken to the hosp. Paramedics treated customer. Customer was released from the hospital two hours later. No controls used. A request was made for return product and replacement product was sent.